Event description:
Related manufacturer report number: 3006705815-2023-05993, 3006705815-2023-05994. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. Fluoroscopy revealed lead fracture. As a result, the patient underwent surgical intervention during which the ipg and leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.